Manufacturer narrative:
Varian installations relocated this clinic from (B) (4) to (B) (4). The customer and varian installer signed the customer acceptance documents on (B) (6) 2009 that include the 'svs', which contains testing and verification of both mechanical and digital readout accuracy and auto motion test verification. The mechanical couch rotation scale was, however, not for the coordinate system that the customer was using. If couch rotation settings were set-up opposite to the planned couch rotations, then unplanned beam overlap and/or unintended dose to critical structures could occur. Most likely, beams with small couch rotations in the range of 1-5 degrees could go unnoticed by the user because it would be less obvious than larger rotations. Unplanned overlap of treatment beams could lead to overdose of the tissues and critical structures in the overlap region leading to increased toxicity during treatment and long-term tissue fibrosis or organ damage. Similarly, while the isocenter and therefore target tissue would likely still be irradiated, large couch rotations would lead to dose being delivered through healthy tissues that were not intended to receive radiation. Varian set the device to the user's required mechanical scale calibration, re-aligned digital readouts and returned the device to acceptable operation. Varian is not aware at this time of any mistreatments due to this malfunction. However, it was determined this event may cause or contribute to a serious injury, if the malfunctions were to recur under specific use conditions. Additional follow-up to this MDR is expected upon completion of varian's inquiry with the customer regarding pt status.

Event description:
The therapist noticed that a field was not correctly aligned when couch was rotated. During customer's investigation, it was discovered that the couch angle markers on the base frame (iec1217) were 180 degrees out from the clinac readouts (iec601). Customer found 90 degree mark and 270 degree mark were reversed when a couch rotation was introduced. Error present when couch rotation angle other than zero degrees was introduced. When pts were treated at couch rotation angle of zero degrees, no error was present. According to the customer's report, possible mistreatments occurred on (B) (6) 2009, (B) (6) 2009, (B) (6) 2009, and (B) (6) 2009.